Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the client received an error when trying to interrogate the patient's device. Despite rebooting, the error persisted. Technical services provided assistance in resolving the issue by directing the rep to run the service disk on the programmer. After the update, the programmer could interrogate the device "fine." No patient complications were reported as a result of this event.